Manufacturer narrative:
The customer performed a subsequent screen with the same lot of capture-r ready-screen 3 on a galileo echo instrument and it resulted positive. An anti-e was subsequently identified by customer (unknown if this was detected in the pre-transfusion sample or in a post-transfusion sample). Customer reported that the sample was moderately icteric. Customer reported that there was on ongoing problem with csw washing system (B)(4) whereas the washer manifold does not have a steady stream, but more of a drip. Customer soaked/stylused/flushed manifold today as well as about 3 weeks before event when blockage was noted. Customer states all maintenance is up to date and acceptable and there are no issues with qc. Root cause was not determined. However, malfunction of the csw washing system manifold due to blockage is implicated. The internal immucor reference for this event is (B)(4).

Event description:
On (B)(6) 2021 a customer reported an unexpected negative screen with capture-r ready-screen 3.